Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a micro-stent would not stay in place. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. One opened device applier and stent were received within the contour tray inside the outer carton for the reported issue of stent would not stay in place. The stent was received with the proximal end placed inside the stopper tube of the applier. The stent was removed from the stopper tube and was visually inspected and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a stent would not stay in place as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A possible root cause is that postoperative dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).